Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-37661, related manufacturer reference number: 2017865-2021-37659. It was reported that the patient presented in clinic for follow up. Transesophageal echocardiogram revealed vegetations on both the right ventricular (rv) and right atrial (ra) had. A full system extraction was performed, and the rv lead, ra lead, and the implantable cardioverter defibrillator (ICD) explanted due to endocarditis. The patient was stable.